Event description:
Our rep is reporting the following: during a rotator cuff repair a portion of the tip of an expressew iii needle broke off into the body; x-rays taken did not reveal the fragment; not known if the fragment remains in body or not. They were deploying the needle using a expressew iii gun and orthocord suture. The needle broke on the 2nd or 3rd pass. 15 minutes were added onto the surgery time and they used another needle to complete the procedure and are reporting no patient consequences. Nothing being returned, device discarded.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.